Event description:
During thr surgery, the impactor handle broken when impacting a pinnacle liner. There was no harm to any patient.

Manufacturer narrative:
Examination of the returned product found the tip broke off. Previous investigations found eco 268661 was implemented on (B)(4) 2008 to change the dowel pin to 90000b03-18; incorrect dowel pin was called out in the material list of the print. The complaint sample was manufactured after the design change. A two-year search of the complaint database did not identify a trend post the design change. The returned instrument was examined with a depuy material scientist. Fatigue failure through repeated use is suspected. The lot code nt0409 indicates the instrument was manufactured in april of 2009. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Updated UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.